Manufacturer narrative:
On (B)(6) 2015 consumer stated they did not use the toothbrush on their gums again, although they did on a couple of occasions try to use it around their teeth (sticking with their usual toothbrush the rest of the time). Consumer stated that they felt irritation of the area after a few days and went to their dentist for an emergency appointment. Consumer stated that they were given a course of amoxicillin 500mg capsules to treat an infection ((B)(6) 2015). Consumer stated that with little improvement they were then given a course of metronidazole 400mg tablets ((B)(6) 2015). Consumer states that their gums have receded around 1mm in some areas. Consumer returned the unit for evaluation, failure analysis report pending.

Event description:
On (B)(6) 2015 consumer claims that despite using the toothbrush on the lowest intensity on the "gumcare" setting very gently, only one use resulted in three small holes being rubbed in the gums below their lower front teeth. Consumer states that they are certain this occurred in only one use as they inspected their gums both before and after using the brush.